Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer visit to emergency room and then was hospitalized due to diabetes ketoacidosis on (B)(6) 2020. Customer¿s blood glucose value was 500 mg/dl. Customer had a symptom like headache and agitated. Customer was treated with intravenous fluid and insulin drip during hospitalization. The device will not return for the analysis.